Event description:
Additional information received for this case. The type I endoleak reported self-resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (anatomy related; short proximal neck). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; short proximal neck).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm. The neck angle was 45 degrees. The neck length measured 1 cm. The neck measured 23 mm in diameter. The iliac arteries and access vessels were reported to be unremarkable. It was reported that during the procedure, a small proximal type I endoleak was noted as a mild jet at the base of the neck. The suspected cause is the short neck and it was noted that the sizing was performed off a non-contrast CT. The patient's inr was 2.4 and additionally they were administered heparin. The physician elected to monitor the patient. The patient tolerated the procedure well. No clinical sequelae were reported and the patient is fine.